Event description:
It was reported the patient was seen in the ER for syncope. ECG revealed pacing pauses. During interrogation, the magnet rate on the ECG was interrupted several times, and no output was assumed. The device was replaced. No further patient complications have been reported as a result of this event.